Manufacturer narrative:
Per the nurse, the sample was discarded.

Event description:
A customer contacted baxter's technical service center to report a broken transfer set that occurred during therapy in dwell 2. The home patient (hp) clamped off the patient line and wrapped the end in a betadine bandage. The technical service representative (tsr) assisted the hp to end therapy and advised to call the nurse in the morning. Product surveillance contacted the peritoneal dialysis nurse who stated that the home patient came in to have his transfer set replaced after it broke and separated from the transfer set adapter/catheter interface. She was not aware of what caused the break to take place. The sample was discarded. The transfer set was replaced and there was no patient injury or medical intervention reported.